Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the foreign matter was a medical adhesive. It is likely that the customer has previously used medical glue, and they did not reprocess thoroughly. The detection method is described in the instructions for use "3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. During the inspection at repair center, it was found the whole image was blurred, which cannot recognize the object and the image will not return to normal. There were few additional findings. Channel tube was leaking. The coil pipes of up and down side were desoldering. The bending cover and insertion section had dirt attached to it which was suspected to be tissue glue. Switch box and switch 1 was aging. Objective lens had discoloration. The bending tube was immersed. Light guide lens had liquid intrusion. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the gastrointestinal videoscope exhibited blurry image. It was further reported, the whole image was blurry and foggy, but the object could be recognized. The image could not return to normal. Also, the objective lens had cracks. The issue was found during preparation for use for a gastroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.